Manufacturer narrative:
Mml#: (B)(4).

Event description:
It was reported that the reactiv8 therapy was effective. However, the patient experienced pain in the implantable pulse generator (ipg) pocket site. There was no report of patient harm or injury. The patient underwent a surgical procedure to relocate the ipg from the left to the right side; however, it was found during the procedure that excessive scar tissue adhered to the leads, and the leads were delaminated upon relocation. A complete system explant was performed where both lead tips were left inside the patient.

Manufacturer narrative:
Mml# (B)(4). The implanted device was received for analysis. The implantable pulse generator (ipg) passed standard functional testing and operated within the manufacturing specifications. A visual inspection was performed on the ipg. No nonconformances were found that would have affected the customer's pain experience. Both leads were damaged from the explant, and therefore, no functional testing can be performed. Other devices explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6).

Event description:
It was reported that the reactiv8 therapy was effective. However, the patient experienced pain in the implantable pulse generator (ipg) pocket site. There was no report of patient harm or injury. The patient underwent a surgical procedure to relocate the ipg from the left to the right side; however, it was found during the procedure that excessive scar tissue adhered to the leads, and the leads were delaminated upon relocation. A complete system explant was performed where both lead tips were left inside the patient.